Manufacturer narrative:
(B)(4). Baxter product surveillance (bps) spoke with the registered nurse on (B)(4) 2012. She had received the follow-up letter sent by bps requesting additional information, and stated that she did not know of the nurse that had called in the alarm but had found information regarding what had happened that night. She stated that there was an unknown issue with the tenckhoff catheter tubing and that it had been replaced. The nurse stated that there were no issues with any of baxter's products. The patient has been continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event. This event was initially reported against a baxter cassette before this information was known. This alarm is now known to be caused by an issue with a third party product. Notification of this event has been sent to the manufacturer.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use drain 4 of 9. The nurse stated that air might have come from the bags. The rn would call the peritoneal dialysis nurse and start over with new supplies. Baxter product surveillance attempted to contact the registered nurse on (B)(6) 2011, but she only works the night shift. The secretary for the unit stated that she knew that the patient had been doing well since and was continuing therapy, but had no further information regarding the alarm. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A 510k number will not be provided in the emdr, because the product code and lot number are unknown. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.